Manufacturer narrative:
Concomitant medical products: 383069 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few weeks post-implant the patient went to the emergency room, having experienced a jumping sensation in the abdomen, with suspected diaphragmatic stimulation. It was also noted that there was a sudden increase in atrial threshold and sudden decrease in atrial sensing since lead implant only a few weeks earlier. The atrial lead output was decreased, with stimulation abating. A few days later, the patient returned to the emergency room, having experienced stimulation again. It was apparent that the patient had been twiddling the lead, as it had pulled back out of the atrium. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.